Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer reported an elevated blood glucose level of 500 mg/dl, which was addressed with manual insulin injections. The customer was able to reload a cartridge successfully.